Manufacturer narrative:
Medical device expiration date: unknown. Medical device lot #: unknown. Device manufacture date: unknown. Results: a sample was returned to bdj for evaluation. Photos of the returned customer sample shows the missing label. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: confirmed complaint. No definitive root cause could be established as to when or how the damage occurred.

Event description:
It was reported that the 2ml, 13mm x 75mm bd vacutainer® k2edta tube was missing the label. No injury or medical intervention.